Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as "(B)(6)".

Event description:
The customer received questionable results for multiple assays over three months on different analyzer modules. Specific data was only provided for 82 patient samples for elecsys hcg + beta test system. Only the results for three patient samples were discrepant. Patient 1 initial result was 2327 miu/ml and the repeat result on (B)(6) 2017 was 131834 miu/ml. Patient 2 initial result was 1213 miu/ml and the repeat result was 76142 miu/ml . The date of the repeat testing was not provided. This patient was a (B)(6) female. Patient 3 initial result was 1150 miu/ml and the repeat result on (B)(6) 2017 was 18496 miu/ml. This patient was a (B)(4) female. The erroneous results were reported to the patient but not to medical personnel treating the patient. There was no allegation of an adverse event. The reagent lot number was 17982500.the expiration date was requested but was not provided. The customer stated a new reagent pack had just been put into use at the time of the event. Qc was tested and the results were acceptable.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The analyzer in question has been deinstalled so no further investigation was possible. Based on the calibration and qc data provided, a general reagent issue was evident. Generic instrument issues and improper pre-analytical conditions could not be excluded as possible root causes. Other typical causes of this type of event include issues with the sample quality or insufficient maintenance of the analyzer.